Event description:
Boston scientific received information that an alert was recorded with the device due to a high out of range shock impedance measurements. The clinician reported that since the alert was recorded, the patient has had three appropriate episodes each treated with a shock. The clinician also reported that more recently, the patient received a 14 joule shock and impedances were 57 ohms, then had two additional treated events with a 14 joule shock and impedances were 52 ohms. The daily measurements, since the out of range value was observed, have been between 65-75 ohms. All other measurements were stable and no noise episodes or inappropriate detections have occurred. Boston scientific technical services (ts) reviewed the best test of the system by discussing a 1.1 joules and max energy shock, however since the patient has had several appropriately treated events with normal impedances, it may not be necessary unless there is a subsequent out of range value. Additional information was received from the field representative that the clinician believed the high impedance measurement was a result of electromagnetic interference (emi). The field representative also reported that the patient has since passed away (eight days after alert recorded), but confirmed there were no allegations linking the patient's death to the device. An online obituary noted the patient died from "complications of a worn out heart".

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.